Event description:
Information received with return of the explanted device notes telemetered high impedance on the ventricular channel and a possible problem with the connector header. The patient was pacemaker dependent.